Manufacturer narrative:
Device evaluation: after visual inspection it was found that there was a chipped top case corners, cracked right plunger case. In the event history log, a motor rate error was found. Occlusion test was performed and was able to duplicate the reported problem, motor rate error was found during test. The cause was due to incorrect assembly by customer. The lead screw nut was screwed too tight. To correct the problem lead screw nut adjusted with .002" shim tool. Replaced lead screw and both clutch halves as a preventative measure. Performed power up process, preventative maintenance and all functional tests which passed. The root cause was determined to be due to incorrect assembly by customer- the lead screw nut was screwed too tight. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. A service history review identified this device has not been in for service previously.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported on the pump that the motor was not working. No patient injury reported.